Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii delivery tube was found detached when a customer opened the pouch. A replacement device was used to complete the procedure. There were no patient effects. Product was returned.

Manufacturer narrative:
Investigation summary; the device was returned to cardiac surgery on apr 23, 2010, for investigation. Visual inspection revealed that the delivery tube was attached but slid off when handled, the seal was outside the tube, and the springs were in the tube. There was some glue around the top of the tube. A supplemental report will be submitted when the investigation is completed. (B)(4).